Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented post-implant with post-paced t-wave oversensing. Oversensing was noted on a real-time egm. It was also observed that post-paced t-wave oversensing also resulted in non-sustained lead noise detection. Recommended programming changes were not made.